Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus instructions for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via trial that on (B)(6) 2010, the subject was treated with placement of an unspecified promus stent to the left circumflex artery (lcx). Additionally, on (B)(6) 2011, the subject presented with exacerbation of angina and restenosis and was enrolled into the study and received direct stent placement of a 2.75 x 24 mm non-abbott stent in the 1st obtuse marginal (om); post-dilatation was performed with 10% residual stenosis. A non-target lesion in the mid left anterior descending (lad) artery was treated with placement of a 3.0 x 28 mm xience stent and post-dilatation performed with less than 10% residual stenosis. The subject was discharged (B)(6) 2011 on aspirin and prasugrel. On (B)(6) 2011, the subject was admitted with exacerbation of angina and a cardiac catheterization revealed the lcx hazy area in the proximal to mid segment that on all multiple views appeared to be perhaps luminally obstructed; diffuse in-stent restenosis was reported by the site. The in-stent restenosis of the previously deployed series of promus stents in the proximal lcx to the mid lcx was treated with placement of a 3.0 x 18 mm xience stent and a 3.0 x 18 mm promus stent and post-dilatation performed with less than 10% residual stenosis. Additionally, during this procedure, the right coronary artery (rca) was treated with placement of a 3.0 x 38 mm non-abbott stent and post-dilatation performed with less than 10% residual stenosis. On (B)(6) 2011, the event resolved without residual effects and the subject was discharged on aspirin and prasugrel. It was note by the investigator that the study or non-study antiplatelet medication were unrelated. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Stent: boston scientific 3.0 x 38 mm taxus ion, 2.75 x 24 mm taxus liberte; 3.0 x 28 mm xience v. Device evaluation: the stent remains in the anatomy. It is indicated that the stent delivery system is not returning for evaluation, therefore, a failure analysis of the device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided. A supplemental medwatch will be filed if there is any further relevant information obtained. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.